Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by database issue. A technical support specialist dialed into the station and changed configuration settings, ran database shrink to trim down the data base size. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fatal error when users logged in. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.